Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt began to experience withdrawal symptoms: itching, "jumping legs and arms," tightness and low blood pressure (102/60). The pump was "bone dry" a week prior to the scheduled pump refill. A pump volume discrepancy was noted: the actual amount was 0 mls, the expected amount was 4 mls. As of (B)(6) 2011, the pt was "beginning to feel somewhat normal." The pt planned to see the physician on (B)(6) 2011, at a mid-refill point. The physician would again check for a volume discrepancy at that time. The drug infused via the pump was lioresal. A follow-up report will be sent if add'l info becomes available.